Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 91 umol/l and repeated as 51 umol/l. The creatinine reagent lot number was 615682. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer performed photomultiplier adjustments, adjusted the cuvette level, checked the wash levels, checked and adjusted the probes, and checked the gear head pump pressure. He also replaced a sample probe. The customer ran qc and calibrations that were acceptable. The investigation determined the service actions resolved the issue.